Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient during a procedure performed on (B)(6) 2019. According to the patient's attorney, after the implantation, the patient has experienced abdominal and pelvic pain, dyspareunia, recurrent infections, recurrent prolapse, incontinence, urinary problems, vaginal scarring, nerve pain, bleeding and repeated hospitalizations. Boston scientific has been unable to obtain additional information regarding the event to date.